Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed there was no image due to a circuit board failure. In addition, the scope mount was discolored, deformed and corroded, the locking lever operation was not smooth, the focus ring was discolored and deformed, the lens had poor appearance, the cable was damaged, the electric contact in the connector was discolored, and the connector was cracked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported there was no image from the subject device. There was no effect on a patient due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Event description:
Customer confirmed the event occurred during inspection for use prior to a transoral outlet reduction (tor) procedure. The device was replaced with another camera head.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. B5: updated with information received from the customer. The device history record was unable to be reviewed as the subject device was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was confirmed that the image was not displayed due to a circuit board failure. It is likely the circuit board failure occurred due to a basement failure caused by internal flooding. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.